Event description:
New information received noted that the patient was stable before, during, and after the procedure.

Manufacturer narrative:
The device was returned due to advisory. Bench testing was performed, which includes impedance, sensing, pacing, and hv shock output, and the device was normal, and no anomalies were found. The device is included in the ellipse implantable cardioverter defibrillators (icds) advisory notice issued by abbott on 20 june 2019.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant of the device has been performed.